Event description:
Device issue: difficult to deploy - thumb advancer, failure to deploy-clip. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, "deployment button" was harder to manipulate than usual and "it was very difficult to feel the introducer (sensation of wrinkling)." When the device was removed, the clip was "not implanted." Manual compression was applied for 15-20 mins to achieve hemostasis. The pt (was) followed with "high attention." There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.